Manufacturer narrative:
Concomitant medical product: implantable tachy lead. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The models referenced in the article are the brava and/or viva; of note, there are no specifics provided. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 70 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: device pacing diagnostics overestimate effective cardiac resynchronization therapy pacing results of the holter for efficacy analysis of crt (ole crt) study. Heart rhythm. 2017;14(4):541-547. Http://dx.doi.org/10.1016/j.hrthm.2017.01.022. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardiac resynchronization therapy (crt) devices. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were devices with apparent detection/effective pacing issues, telemetry issues, and loss of capture. Further follow up did not yet yield any additional information. The status/location of the devices is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: this information is based entirely on journal literature and the subsequent follow up information obtained. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received through follow up with the company representative (cr) who indicated "that loss of lv capture described in the paper is not necessarily related to failure of the device or lead, but relates more to the inadequacy of amplitude margins of pacing outputs that are programmed." The cr further explains that "there is no diagnostic guidance on whether programmed pacing outputs are adequate for effective capture of the left ventricle 24x7, especially when the patient is ambulatory, etc. The new diagnostic feature (which was the subject of the paper you referred) introduced in [devices] may provide additional resolution on this and other aspects that may compromise effective lv capture (but again, not necessarily related to a device or lead failure)." No further information was provided.